Event description:
It was reported that a 14-year-old male patient underwent an atrioventricular reentrant (reentry) tachycardia & (avrt) wolff-parkinson white syndrome (wpw) ablation procedure with a decanav electrophysiology catheter and suffered a cardiac tamponade requiring surgical intervention and prolonged hospitalization. It was reported that the patient suffered a perforation and a pericardial effusion when the doctor performed the transseptal puncture. The injury was discovered when using color contrast with fluoro imaging. The patient experienced a slight drop in blood pressure. The injury was confirmed with an echocardiogram that was ordered. A cardiothoracic (CT) surgeon was brought in to invasively intervene with an unknown surgery. The patient was reported to be in stable condition. The procedure was aborted. The clinician spoke to the bwi representative. He stated that they there were other bwi devices inside the patient at the time of the event besides the decanav (pentaray & 2 diagnostic catheters) but that they were not being used. He believed that the sheath in use was an sl-0 or sl-3. Additionally, he stated that they believe the event was due to transseptal access; however, they cannot exclude bwi devices as potential cause. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. The patient required extended hospitalization because of the adverse event and required post-operative cicu stay. The generator used was a smartablate. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade ablation was not performed. There was no evidence of steam pop. The event occurred during transseptal phase. Irrigated catheter was used in the event and the flow setting was standard standby flow. This complaint will be reported under the decanav electrophysiology catheter as according to the report, bwi devices cannot be excluded as potential cause of the event.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).